Event description:
During the atrial fibrillation procedure, it was noted that the tip of the catheter was fractured when removed from the patient. While advancing the catheter, distortion was noted on the image. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One viewflex xtra ice catheter was received for evaluation. The reported imaging issue could not be confirmed. The catheter met imaging specifications in the deflected and undeflected states. The catheter was recognized by the catheter interface module and zonare viewmate system and produced a clear image with no blurring or artifacts noted. The reported fracture in the catheter shaft was confirmed. The catheter tip was noted to be fractured. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.